Manufacturer narrative:
Lot number - 19b032, 19c008, 19c012, 19d054, 19d060, 19e035, and 19f052. Two (2) single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of both devices was found to be within specification. The reported condition was not verified. The devices were determined to be conforming product. A photograph of one sample was also provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported flow rate issue could not be verified through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 11 </noe> malfunction events. It was reported that eleven (11) small volume folfusors had flow issues during infusion. Three devices overinfused, and eight devices underinfused. The events each involved a patient with no patient consequences. No additional information is available.